Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info was requested. (B)(4).

Event description:
A dr reported that ten years after an intraocular lens (iol) was implanted, it was noted to have some opacification and glistenings. Add'l info was requested.

Manufacturer narrative:
Initial MDR was submitted with an inaccurate manufacturing report number of 9612169-2015-00625. This follow up report will show the correct number. The manufacturer internal reference number is: (B)(4).